Manufacturer narrative:
Additional information from the noah clinical representative present in the case confirmed the patient was discharged the following day. The physician did not attribute the injury to the galaxy system and stated the injury was due to the pleural-based location of the nodule and attributed the event to the user. The clinical representative confirmed there was no malfunction observed during the procedure. The bronchoscope was discarded following the case. The lesion measured 25 mm and was located in the left upper lobe. Concomitant devices used during the case were not recalled. System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was not returned because it was discarded, manufacturing records confirmed it passed final qa/qc inspection prior to release. Investigation demonstrated that the galaxy system functioned as intended. The procedure involved multiple needle, forceps, and ebus probe deployments near the af (augmented fluoroscopy) circle under live fluoroscopy. Overall, investigation found no evidence of galaxy system malfunction or unintended system behavior contributing to the reported event. This MDR is being submitted because the reported pneumothorax meets the criteria for a serious injury. The patient required chest tube placement and hospital admission to prevent permanent harm. Investigation found no evidence of galaxy system malfunction or unintended system behavior that reasonably suggests contributing to the reported event. The physician did not attribute the injury to the galaxy system and stated the pneumothorax was due to the pleural-based location of the nodule and attributed the event to the user. The event is most consistent with a known procedural risk of bronchoscopic biopsy near the pleural boundary.

Event description:
It was reported that a 54-year-old female underwent a galaxy-assisted bronchoscopy procedure for a lesion in the left upper lobe. There was no allegation that a malfunction of the galaxy system occurred. A pneumothorax was identified in a post-procedure cbct (cone beam computed tomography). A chest tube was placed and the patient was subsequently admitted. Attempts to gather additional patient demographics were unsuccessful.